Manufacturer narrative:
Method: the complaint iw934 cosycot infant warmer was not received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: the customer reported that the unit connector was burnt. Visual inspection of the provided photographs could not confirm the reported fault. It was also noted by the customer that the halogen bulb used with the infant warmer was rated at 35w. Conclusion: without the complaint device, we are unable to conclusively determine what may have caused the reported event. However, the likely cause of the reported heat degradation was due to the use of a higher wattage bulb at 35w than the recommended wattage of 20w for light power as per our user instructions. Our user instructions which accompany the iw934 cosycot infant warmer details the electrical specifications for light power to be 20w. The infant warmer technical/service manual also contains a checklist ,which specifies that users perform safety, performance, and functional checks at least once a year. The user instructions also state the following warnings: "all personnel must be familiar with the operation of this warmer before using the device with patients." "Independent monitoring of temperature is essential for any baby under an infant radiant warmer."

Event description:
A healthcare facility in (B)(6) reported the iw934 cosycot infant warmer connector was found to be "heat effected and brittle" during routine inspection of the device. There was no patient involvement.